Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was not returned for evaluation, however the ess (endoscopic support specialist) associate instructed the customer to repeat manual cleaning where each endoscope was brushed an additional 3-4 times until residual debris was found to be removed. The endoscopes were then rerun through the medivator advantage to complete reprocessing. The definitive root cause of the reported issue could not be established. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during reprocessing.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex video scope exhibited the brushes were found to have a black debris present. There were no reports of patient involvement.